Manufacturer narrative:
(B)(4).

Event description:
It was reported "at the end of the procedure and after locating the catheter tip, the peelable needle is broken, showing that about 6 cm of the path on one side of the peelable needle is lodged in the subcutaneous muscle tissue. The attending physician is informed, and a consultation is made to peripheral vascular surgery." The patient required a surgical procedure for extraction. The patient's current condition is reported as "fine". Additional information was requested from the customer; however, further details have not been provided at this time.